Event description:
Customer reported that he inserted a sensor and could not remove the needle. Customer stated he had pulled it in different directions and needle was still stuck; customer instructed to pull the needle and is necessary to remove the sensor. Customer reported that he inserted a new sensor and was unable to remove the needle again. Customer was assisted on holding with two fingers and pull the needle straight out; customer able to remove the needle. Blood glucose 165 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.